Event description:
It was reported that t-wave oversensing and r-wave undersensing were observed. Physician suspected a sensing issue with the device. The device was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.